Event description:
It was reported that the patient was experiencing generator site pain since the day of the implant. Tablet data was received and uploaded. Lead revision reported due to non healing surgical wound. It was noted that the previously reported chest pain may be related to an anchor holding the lead in place. The wound will be removed and anchor potentially removed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Manufacturer narrative:
B5 describe event or problem: initial report inadvertently did not include "device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized." When device records were reviewed.

Event description:
Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized.

Manufacturer narrative:
D4 lot number: initial report inadvertently did not provide lot number. H5 device manufactured: initial report inadvertently did not list manufactured date. H6 investigation finding: initial report inadvertently code c20 instead of c19.

Event description:
Additional information received. Reposition surgery occurred for pain. The surgeon removed the suture anchoring the generator in the pocket and repositioned the generator a bit and then closed. No other relevant information has been received to date.